Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported pump modules infusion stopped could not be confirmed during the review of the event logs or replicated during testing. ¿ the pump module errors were unable to be replicated after extensive infusion runtime. ¿ alaris system maintenance testing observed the pump modules passing the preventive maintenance tasks. ¿ on 18 september 2024 at 8:08:00 am, a review of the pump module s/n (B)(6) error log showed that error code 200.1060.0 (watchdog failure) was recorded. ¿ on 18 september 2024 at 1:22:23 pm, a review of the pump module s/n (B)(6) error log showed that error code 211.2000.0 (keypad processor communications failure) was recorded. At 2:35:03 pm, three (3) instances of error code 200.1060.0 (watchdog failure) were recorded. ¿ a review of the suspect pump module s/n (B)(6) event log showed that on 18 september 2024 at 11:11:17 am, the pump module was attached to pcu s/n (B)(6) and powered on. At 11:58:05 am, the pump module was attached to pcu s/n (B)(6) and powered on. No infusions were recorded on the reported day of event. ¿ a review of the event logs showed no infusion the day of the reported event. ¿ utilizing a black light, the logic board was inspected for fluid ingress and contamination. No fluid ingress or contamination was observed. ¿ all interfaced connections associated with the display board were securely connected, continuity measurements were performed on door harness assembly and the display board/keypad harness assembly, test results showed good continuity on each wire. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center devices were opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the reported pump modules infusion stopped is attributed to the occurrence of error codes 200.1060 and 211.2000 found recorded on the reported incident date. The root cause for the error codes 200.1060 and 211.2000 was not identified during the investigation. Device testing for several hours was unable to replicate the events. Note that imdrf annex a07, a13, c02, c0401, d15 and g02005 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump stop infusing suddenly and not powering up. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump stop infusing suddenly and not powering up. There was patient involvement but no harm.